Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "provided too much insulin". In addition, ¿pump items continued to get clogged¿. There was no reported impact to the customer¿s blood glucose level. Additional information was not provided, and the customer declined troubleshooting from tandem technical support.